Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) paired to the dexcom app but failed to pair to the ilet and guidance to toggle the cgm selection was provided, with instruction to allow additional time for pairing. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included remote troubleshooting and user education regarding pairing workflow and device restart. Investigation of this case revealed a communication or connectivity issue between the ilet and the dexcom g7 sensor while the sensor functioned with the dexcom app, consistent with a cgm not paired event without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup or software pairing behavior consistent with known connectivity limitations.